Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the cause of peritonitis is unknown. It was reported that the patient was discharged 4 days after admission. On an unknown date, antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by diarrhea and abdominal pain. The cause of suspected peritonitis was not reported. It was reported that the patient was hospitalization for another indication. On an unknown date, the patient was treated with injection vancomycin (1 gm, once in 4 days, ongoing) and injection ceftazidime (1 gm, once daily, intraperitoneal, ongoing) for suspected peritonitis. At the time of this report, the patient remains hospitalized and was recovering from suspected peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.